Event description:
The patient had two leads with the same lot number. It was reported a wet tap may have occurred during a trial implant procedure. It was also reported the physician was unable to advance the lead possibly due to scare tissue. The trial procedure was aborted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.